Manufacturer narrative:
(B)(4). Batch # t5e078. Device analysis: the analysis results showed that one ecr60d cartridge reload was returned unfired with seven double drivers and one single driver missing, and two double drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a vats surgery, when the packaging was opened, some staple drivers fell off. The device was not used on the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.